Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. A review of the device history records was performed and showed magnum manufacturing center manufactured the ti lcp postlat distal fibula plate, p/n 04.112.111, and lot number 6744512 for synthes purchase order (B)(4) and work order (B)(4). The lot was inspected and conformed to the synthes incoming and final inspection sheets (B)(4), and (B)(4) (dated (B)(4) 2012 and (B)(4) 2012 respectively). There were no ncrs associated with this lot. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking compression plate (lcp) postlat distal fibula plate 2.7/3.5 (04.112.111s ) was used for a patient who had a distal fibula side fracture. After opening the plate, the surgeon attempted to place it, but the distal part of it could not be fit to the shape of the bone. So, the surgeon bent the plate by the lcp bend-iron f/recopl (329.081). The bending was not enough for the first time, so the surgeon tried to bend it again resulting in the plate breaking. This is report 1 of 1 for complaint (B)(4).